Event description:
Medics responded to a call for a pt (age and gender unk) in cardiac arrest. Upon arrival to the scene, the first responder team was treating the pt with a non-zoll defibrillator. The device was attached to the pt via an adaptor to non-zoll electrodes and detected a shockable heart rhythm; the device was charged but failed to discharge. Complainant indicated that the clinician obtained another defibrillator to continue treating the pt. Complainant indicated that the pt subsequently expired. The device was removed from svc and tested at the customer facility by a zoll field svc rep and the reported malfunction was not duplicated.